Manufacturer narrative:
This is a final report filed, this type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient's performance with cochlear implant system was progressively decreasing. It was determined that the electrode array had migrated out of the pt's cochlear. The patient's device was explanted in '08 and a new device was reimplanted during the same surgery.